Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was hard and could not be pressed even though the visual indicator color became black-black. There was concern about pressing the deployment button forcefully so, the exoseal was removed and hemostasis was completed by manual compression. There was no reported patient injury. The device will be returned for analysis.